Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scaring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness, itching, and scarring had occurred while wearing the pod. Patient visited a clinic and was prescribed 2.5% hydrocortisone cream.